Event description:
One hour into pt's dialysis treatment, blood was discovered in the pt's bed. Luerlock to venous line was loose allowing leaking of blood. Amount of blood loss not reported. Pt's blood pressure was 92/54. Pt was given albumin 50 gm along with fluid bolus and blood transfusion. Prior to this incident, pt was very restless and somewhat confused. Pt turned from side to side frequently. Alarm on machine did not sound. Pt had a right subclavian access.